Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, during deployment of a 20mm sapien 3 valve, the delivery balloon burst.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection confirmed a longitudinal balloon burst on the proximal end of the inflation balloon. No other abnormalities were observed. Functional testing was not completed due to the condition of the returned device (balloon burst). Dimensional analysis found the balloon single wall thickness at different locations along both sides of the torn material to meet specifications. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (per the reported event, the patient had a severely calcified stj and severely calcified native leaflets). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcium on the native aortic and/or annulus. In addition, the technical summary contains details related to root cause analysis on balloon bursts in a calcified annulus. The complaint for balloon burst was confirmed based on visual inspection. However, no manufacturing non-conformities were found in the returned sample. In this case, per report patient factors (calcification) may have contributed to the event. The occurrence rate does not exceed the (B)(6) 2017 control limits for the trend category of ¿balloon burst¿. Therefore, no corrective or preventative action is required.